Event description:
It was reported the patient developed an infection. Vegetation was found on the pacing leads. The implantable pulse generator (ipg) system was removed and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.